Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: when, the surgeon pushed, the blade with a kelly (surgical instrument) and this one continues, did the power (battery) start again? Yes. Was the firing able to be completed? Yes, the firing was completed, but some staples were opened or partially closed and the cut line was irregular if no, were the cut line and staple line approximately equal in length? Was there any difficulty opening the device? There was no difficulty in opening the device. If yes, how was the device removed from the patient? If yes, did the jaws eventually open? What color cartridge was being used? Green. On which firing did this event occur (1st, 2nd, 12th, etc.)? 4th and 5th. How was the procedure completed? They continued doing other shots with the same stapler. The lot/batch # lj4ej37 provided was reviewed to verify the product code. Upon review, it was determined that the product code does not correlate to the batch/lot. Can you please provide the correct product code and/ or lot/ batch number. Today I could realize the information, the right lot is: l4ej37.

Event description:
It was reported that during a total lobectomy procedure, when the surgeon made the shot in the bronchial tube, the blade of the stapler stopped in the middle of the shot, as if the battery life was finished. The surgeon pushed the blade with a kelly (surgical instrument) and this one continues. There were no adverse consequences for the patient.